Event description:
A report was received that after a trial was completed, the patient was hospitalized for a meningitis infection at the lead site. The patient was experiencing redness and soreness at the site. The patient's leads were pulled and was given IV antibiotics. The physician believes the infection was likely due to the procedure. The patient was released from the hospital and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-70e, serial#: (B)(4), description: enh st trial ld kit the trial leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.